Event description:
It was reported that the patient experienced high blood glucose which was addressed by correction bolus through pump due to occlusion issue at the infusion set site on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545,Manufacturing Site: 3003442380.